Manufacturer narrative:
The investigation reviewed the precision check and the result was within specifications. The investigation determined the event was consistent with a hardware-related issue. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The creatinine plus ver.2 reagent lot number is 77292501. The expiration date is 31-oct-2024. The phos2 reagent lot number is 75921801. The expiration date is 28-feb-2025. The field service engineer (fse) inspected the module, checked the gear pump pressure, cleaned and adjusted sample and reagent probes, checked for leaks at the rinse unit, adjusted the liquid level at the cuvettes, and performed a precision check. The investigation is ongoing.

Event description:
The initial reporter received questionable crep2 (creatinine) and phos2 (phosphorus) results from two patient samples tested on the cobas 8000 c702 module. The reporter deemed the initial results to be high. The initial creatinine plus ver.2 result was 2.77 mg/dl. The repeat result was 0.84 mg/dl. The initial phos2 result was 8.1 mg/dl. The repeat result was 2.3 mg/dl. The repeat results were reported outside of the laboratory.